Manufacturer narrative:
(B)(4). Although it was indicated that there was an open clamp on an unused supply line, it was also noted that the unused supply line was capped. The cause of the reported alarm could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during dwell three of four. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, the customer noted an open clamp on a supply line. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.